Manufacturer narrative:
Impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - one sharp edge broken in the side posterior assessed as unidentified (tear) opening. - missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "preventive removal and replacement". Healthcare professional later reported left side "rupture" diagnosed via ultrasound. The device has been explanted and replaced.